Manufacturer narrative:
Continued information for section d11. Concomitant medical products- architect reaction vessels, list 07c15-03, lots 000170235 and 000172952. An investigation was performed and identified a deficiency for specific lots of architect reaction vessels (ln 07c15-03), including lots a and b (000170235 and 000172952) in this event. An increase in complaint activity resulted in identifying a product deficiency of certain lots of the architect reaction vessel. However, the investigation determined that the impacted lots were not distributed in the us, and therefore no further action in the us is warranted.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false (B)(6) results when processing on the architect i2000sr. The following data was provided: initial (B)(6) result was (B)(6) s/co and retest results were (B)(6) s/co. The sample was respun for 10 minutes and the results were (B)(6) s/co. No impact to patient management was reported.